Event description:
It was reported that the patient presented to the emergency room (ER) with hypotension and syncope. The patient was admitted to the intensive care unit (ICU) and transesophageal echocardiography (tee) showed possible thrombus/vegetation. A follow-up tee was clear but the patient did have a pulmonary embolism. The patient was noted to have a low heart rate while in the hospital. The device was reprogrammed due to the patient¿s chronic atrial fibrillation and the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01 ipg, (B)(6) 2011. (B)(4).